Event description:
It was reported that there wasn't any ingrowth on the tibia. The device was implanted in 2008, and a revision of tibia in 2009, due to loosening and pain.

Manufacturer narrative:
Eval summary: no product was returned for eval. The device was in vivo approx for one year. An image of the explanted device was returned for review. The image of the tibial tray appears to have been cut along the contact surface of the tm and tivanium components. It is unclear what material remains on the explant and what the removed material contains. Based on the available info, a definitive root cause can not be ascertained at this time. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation,the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed.